Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected weak battery alarms noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm and many no delivery alarms during a bolus. The customer's blood glucose was 13 mmol/l. Troubleshooting was done. The customer stated that they were able to rewind the insulin pump and that the motor error alarm had occurred more than once in the past thirty days. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Advised to do a complete set change as soon as possible. Advised to call back if the no delivery alarm occurred again in order to troubleshoot. Nothing further reported.